Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: sample details: one intact suture unit (containing 01 each) received for investigation. Product code: nw5331. Lot no: v9001. Suture material: mersilk (braided silk black). Investigation: received sample was subjected to investigation in order to identify the novelty of the product. Following is the detail of the evaluation performed during investigation. Visual comparison of complaint sample with retain sample: received complaint sample was visually inspected and compared with retain sample of product code nw5331 and lot t9001. Upon visual inspection it has been observed that the product packing was not matching with retained sample. Conclusion: complaint sample and retain sample comparison including visual inspection revealed that complaint sample is not a genuine product manufactured at ethicon aurangabad india site. This complaint is concluded as ¿confirm counterfeit product¿.

Event description:
This sample has been identified as a confirmed counterfeit product. The sample seized has been retained by the concerned authority.